Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During occlusion testing, the reported could not be duplicated. The root cause of the issue could not be determined as no physical or any other damage was found on interconnect board (high profile c9) and speaker. Replaced interconnect board and speaker as a preventive measure. Performed occlusion testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a system error. No patient injury was reported.